Event description:
The customer reported that the probe of the ortho provue analyzer was bent and dripping blood on the gel cards. The customer indicated that no error messages were posted by the instrument. The customer did not know whether samples / reagents were contaminated. The incident started on (B) (6) 2009. No erroneous results were reported. Probe issues may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer arrived at the site and replaced the probe to return the instrument to expected operation. Qc was acceptable. This customer has not logged any similar complaints against this analyzer since this incident. (B) (4).